Event description:
On (B) (6) 2010, the patient reported the infusion set was changed at 7:00am and blood glucose measured 107 mg/dl. At 9:20am, the patient's blood glucose measured 384 mg/dl and the patient bolused through the infusion device. At 10:20am, the patient's blood glucose measured 436 mg/dl and the patient changed the infusion site and found the cannula was bent. The patient bolused through the infusion device. At 3:20pm, the patient's blood glucose measured 88 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.